Event description:
Fire dept personnel were treating a pt who required defibrillation. The device reportedly did not deliver a countershock to the pt. A back-up device was obtained and treatment was continued. The pt was not resuscitated. The rptr stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability and the availability of a back-up device.